Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was within specifications. The field service engineer (fse) and field application specialist (fsa) inspected the analyzer and verified the sample and reagent probes were in their proper positions. They redid the adjustment for the probes. They checked the photo-multiplier tube (pmt) and liquid-level detection (lld) values and noted that they were within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys hcg + beta result for one patient sample tested on the cobas e411 disk. The initial result was not reported outside of the laboratory. The reporter stated that the questionable result was from a reagent pack with less than 10 runs. The rerun was performed in another analyzer and a full reagent pack was used. The initial result from the analyzer was 11.64 mlu/ml with a data flag. The repeat result from the other analyzer was 9560 mlu/ml with a data flag. The repeat result was deemed correct. The reagent lot number is 56667101 with an expiration date of 31-jan-2023.